Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During an inspection in logistic department, a staff has detected that the legs of the product were broken, they did not hold the implant.